Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial insert catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni, unknown bone cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision due to tibial loosening. During the revison, it was noted the bone cement was not bonded to the tibial tray.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2023-00081.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2023-00081.